Event description:
The doctor reported the implant was removed due to osseointegration failure and that the implant fell out, 22 days after implant placement. The patient's x-ray was provided. Bone quality around the area was type iii, and oral hygiene around the implant was good. Mobility was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.